Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v433170, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v444283, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that on (B)(6) 2013 the patient's mom notified the clinic of stinging behind the right ear. The patient was seen in the clinic on (B)(6) 2013 for complaints of shocking sensations above the generator and behind the right ear, so the device was turned off that day. She was brought into the operating room (or) on (B)(6) 2013 for replacement. The extensions were replaced due to malfunction. This patient was nonverbal, communicating with her feet, with torsion dystonia and spasmodic torticollis. The patient's indications for use were dystonia and movement disorders. Refer to user facility report #(B)(4). Refer to manufacturing report #6000153-2015-00283 for the report on the other extension involved.

Event description:
Additional information received from the health care professional (hcp) reported the cause of the stinging and shocking was undetermined. The replacement of the extensions had resolved the stinging and shocking.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had experienced pain.